Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly explanted due to fluid in the middle ear. The recipient was reimplanted with another advanced bionics cochlear implant. The device will not return for analysis. The recipient has healed.